Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in clinic after receiving several shocks and fainting. The device was interrogated and displayed an alert message that indicated at least one aborted shock due to potential hv lead problems. The lead exhibited low hv impedance. The lead was explanted and replaced. The patient was stable following the procedure.